Event description:
At initiation of a routine hemodialysis treatment, pt had a venous needle infiltration. Nurse states she observed air in venous filter header and performed troubleshooting procedure. Nurse then inserted another venous needle above infiltration and re-started the treatment. Nurse flushed circuit with 150cc of saline due to high venous pressure and pt complained of nausea, chest pain, sob, and burning of lips. Nurse stopped treatment, clamped pt's venous blood line and moved pt to his left side; blood was not rinsed back. 911 was called and pt transferred to hospital. At hospital, pt remained on his left side for about 10 hours in the ed and then was transferred to ICU for observation related to complaint of a headache possibly related to pt's known brain aneurysm. Multiple tests done including cta, CT scan of head, abdomen, and chest; cxr, EKG with bubble study, MRI and lumbar puncture - tests were either inconclusive or negative. Headache resolved and pt was discharged the next day, (B)(6) 2012. No other medical intervention provided.

Manufacturer narrative:
Exact cause of reported symptoms is not known. No evidence of a device malfunction. Log file analysis indicates cycler performed as intended. No problem found with returned cartridge. Facility staff provided additional training and pt continues to dialyze with device and no subsequent similar events. Nxstage medical considers this report closed. No additional info will be provided.